Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. A type ia endoleak was reported approximately 4 years post the index procedure. On a CT showed that the stent graft has migrated distally by approximately 0.5cm from immediately below the renal artery. Intervention was performed with the implantation of an endurant cuff proximally from the right side. After touch up the endoleak was resolved and intervention was completed. The physician attributed the cause of the event to the bifurcated stent graft possibly being undersized and due to aneurysmal neck dilation. No additional clinical sequelae were reported and the patient is being monitored.